Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a continuous audible tone that cannot be cleared. Customer indicated that the tone persists before and after a battery change. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a frozen display and constant tone due to a faulty component on the interface board. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked belt clip slot at the battery tube threads area.